Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported system error. It was noted several errors occurred during final functional test due to the lem (link electronic module) printed circuit board assembly. Analysis found the ECG (electrocardiogram) connector was loose. Analysis also found the hinges were worn. Concomitant medical products: product ID 2290 analyzer. (B)(4).

Event description:
It was reported installation of visia af and micra-combostick (swcombo10g) software was tried on the programmer. After several restarts the programmer showed a system error. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.